Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates there is no complication noted from primary surgery. Patient underwent mua for stiffness issues. Crf report suggests patient experiencing pain, limited range of motion. Also, the patient was obese. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed tibia catalog # 42532007502 lot # 64214396. Persona ps articular surface catalog # 42522400712 lot # 64242659. Persona all poly patella catalog # 42540000035 lot # 64358545. Customer has indicated that the product will not be returned because product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00255 3007963827-2019-00256 0002648920-2019-00657. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing stiffness in knee and underwent a manipulation. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.